Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited threshold measurement issues. The last measured threshold measurement was above the outputs. There were two beats of loss of capture noted. Additionally, there were stored episodes of rv noise, oversensing, and greater than two seconds of pacing inhibition. Further, technical services (ts) noted episodes of noise which were related to the minute ventilation (mv) feature, but this noise was not being oversensed. It was discussed with the health care professional (hcp) that this rv lead should be evaluated, and the hcp was going to discuss further with the physician. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited threshold measurement issues. The last measured threshold measurement was above the outputs. There were two beats of loss of capture noted. Additionally, there were stored episodes of rv noise, oversensing, and greater than two seconds of pacing inhibition. Further, technical services (ts) noted episodes of noise which were related to the minute ventilation (mv) feature, but this noise was not being oversensed. It was discussed with the healthcare professional (hcp) that this rv lead should be evaluated, and the hcp was going to discuss further with the physician. No adverse patient effects were reported. The device remains in service.